Event description:
It was reported via repair work order that there was intermittent power to the zoom due to the load cell and cam bracket being defective. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that there was intermittent power to the zoom due to the load cell and cam bracket being defective. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.